Event description:
The lay reporter/ daughter contacted lifescan (lfs) in february 2006 alleging low readings on her father's one touch ultra meter. A medical affairs specialist (mas) spoke to the daughter on february 2006 and obtained / verified the following information. On july 4, 2005, the patient was fine and tested his blood glucose as usual and did nt experience any symptoms. He took his set amount of oral medication in the morning (glyburide and actose) and continued his day. In the afternoon he felt clammy and sweaty; therefore he tested his blood glucose and received a 91mg/dl. He did not eat, drink or take any medication after attempting to use the meter. Ten minutes later he passed out and his daughter contacted emergency services. She did not try to test her father's blood glucose. Paramedics arrived within 10 minutes and took the patient to the ER where his blood glucose was "high". (She does not recall the reading). Daughter does not know whether he was treated with oral medication or insulin and dies not remember his initial reading in the ER or when the paramedics arrived on the scene. She does not have the subject test strips he was using at the time of testing. His meter was set to the correct unit of measurement. The technique of applying blood was correct. His current test strips are in good condition and not expired. She did not have control solution to run a quality control test. Patient has had subject meter since april 13,2005. Customer care agent (cca) sent the patient a replacement meter. Although the diagnosis was due to his prostrate cancer the complaint is being reported since a medical professional treated the patient for possible hyperglycemia.